Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was noted on the device. Technical support was contacted and suggested reprogramming the device to resolve the event. Reprogramming is anticipated to be performed at follow-up. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by reprogramming the device.